Manufacturer narrative:
Additional details were requested from the reporter regarding clarification on the specific malfunction of the device. It was further clarified from the customer that the device was used for resuscitation on a patient in a public safety environment. The ambulance brought the patient to the hospital and the doctor requested the log files to be retrieved from the AED so they had more background information on the patient incident. It was confirmed that there was no specific malfunction reported against the device. The customer was only requesting the device logs as they were unable to retrieve them on their own and to perform preventative maintenance. Based on this additional information, the event does not meet reporting guidelines. The device was received at zoll, and the logs were retrieved from the device. The log files confirmed that no malfunction occurred on the device. The device passed all preventative maintenance checks and new electrode pads were installed. There was no fault found on the device.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Section b5 of this form has been corrected to reflect the accurate event description.

Event description:
Complainant reached out to zoll medical to request the device log files to provide background information on the patient when they arrived to the hospital. There was no adverse effect to the patient.